Event description:
It was reported that during the implantation of the lead tines were damaged. The implant and explant date was in 2009. No adverse pt side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The analysis did not reveal any sign of a material or mfg problem.